Event description:
The pump was returned for investigation. Investigation revealed a pink and faded display screen and corrosion on the force sensor plate and motor flex connector. This report is made based on results of investigation completed on 12/24/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/24/2013 with the following findings: the black box and history revealed a call service alarm cs 078-0008; a rewind load step was attempted and a ¿no cartridge detected¿ alarm had occurred. A 24 hour testing of the pump was prohibited due to the ¿no cartridge detected¿ alarm. The pump was opened and removed from the case to investigate and corrosion on the force sensor plate and motor flex connector was observed. The display screen was observed to be faded and pink in color. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).